Manufacturer narrative:
It was reported that the plastic piece fell off the tip of the pencil into the wound and was removed without incident by the surgeon. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Tip fell off into wound.